Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges may have leaked from the luer lock; however, the contact was unsure. The user's blood glucose level was in the 400's (mg/dl) with low levels of ketones. The bg level was addressed by changing the site and delivering a bolus via the pump.